Event description:
Device 2 of 2: reference MFR report: 1627487-2012-01322. It was reported, the pt was experiencing a burning sensation at the lead incision site. An sjm representative met with the pt and lead diagnostic tests were normal. X-rays were done and did not show any anomalies. An shm representative resolved the issue through reprogramming.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.